Manufacturer narrative:
H3): the glidelight was discarded, thus no returned product investigation was performed. H6): perforation of vessels and great vessel perforation are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead and a right atrial (ra) lead due to no longer being needed. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, the ra lead was successfully removed. Switching to the rv lead with the same glidelight device, progress was made to the superior vena cava (svc); however, the lld ez, along with the rv lead separated due to pulling. When lasing in the svc, in an attempt to further extract the rv lead, there was a sudden drop in blood pressure. Rescue efforts began, including CPR and sternotomy. Perforations in the innominate vein and two in the svc were discovered and repaired. The physician did not attempt to unlock the remaining portion of the lld ez. The rv lead, along with the lld ez, remained in the patient (MDR#: 3007284006-2025-00022). The patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of the glidelight device in use during the procedure.